Event description:
It was reported the atrial and right ventricular leads were explanted and replaced due to noise. The left ventricular lead was also capped and replaced on (B)(6) 2017 to address high thresholds. An x-ray exam performed before the procedure indicated externalized conductors on the right ventricular lead. Lead fracture was also noted on the right ventricular lead. The patient condition following the procedure is stable.